Manufacturer narrative:
(Approximate age of device: 5 years, 5 months): corrected data. The report that the patient was found expired at home on drained batteries could not be confirmed. In addition, a specific cause for the reported event, and a correlation to the device, could not conclusively be determined. There were no reports of a specific device related or functional issue and it did not appear that the patient had any conditions that would have contributed to the reported event. No equipment was returned to the manufacturer for analysis and an autopsy was not performed at the time of the patient's death. A review of device history records showed no deviations from manufacturing or qa specifications. Based on the information available to the manufacturer, no conclusion could be drawn as to the root cause of the reported event. No further information is available. The manufacturer is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was found dead at home while on the system controller connected to the batteries but no power. There will not be an autopsy per family. Add'l info received from clinical specialist notes that per the hosp, they do not know if there were any issues with the pump. No existing conditions were noted. The customer is not sure if the pt could have possibly had a stroke or waited too long to change their batteries, as the incident took place at their home. Per the previous f/u, there had been no issues with the pt including no issues with hemolysis. The pt did have a drive line infection in 2012 and was treated with antibiotics and seemed to have improved with no further issues. There had been no issues or customer complaint issues on the pump or any adverse events noted. The customer cannot confirm if the event was device related or not since the issue happened at their home. They were awaiting add'l info from the family but they were in shock due to the incident. No further details available at this time.

Manufacturer narrative:
Per info received, the device will not be returning for eval, as an autopsy was not performed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.